Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows the lens optic is torn off and portions of the optic are missing. One haptic is deformed. There is clear surgical residue on the lens, it should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 in patient's eye and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another same type lens, no suture required. The reporter stated that the lens tore due to being loaded incorrectly.